Event description:
Received injection in knee of synvisc one on (B)(6) 2010. Pt became very ill with vomiting, shakes, chills, lethargic, weak on (B)(6) 2010. Called doctor's office on (B)(6) 2010 to relay this medical info. Was told that staff would discuss at lunch and pt shouldn't have the injection again in the future. Night of (B)(6) 2010, pt fell while walking. Continued to feel sick and family called 911 for pt to be taken to hospital emergency room on (B)(6) 2010. Test and meds given to fight severe body infection and to regulate blood pressure. Nothing working. Pt died on (B)(6) 2010. Doctor that gave the injection knew pt was allergic to chicken feathers.